Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue.

Manufacturer narrative:
The reporter's meter was requested for investigation and a replacement meter was sent to the reporter.

Event description:
The initial reporter stated accu-chek inform ii meter serial number (B)(4) has black splotches and lines on the display screen. The reporter also mentioned the meter would not upload data. The meter is still usable. The reporter tried docking the meter on a wired base and it took a little time, but the data did ultimately upload successfully. When trying to upload wirelessly, the wireless test button on the meter display was grayed out and could not be selected. The reporter re-set the meter and there were no changes. The splotches/lines did go through the result field of the display, so that it would be possible to mis-interpret a result. No actual result mis-interpretation took place.